Event description:
Liver enzymes 590 - heart palpitations, faint, unconscious, vomit. Test positive for helicobacter pylori, peptic ulcer disease. Disability, cannot stand, chronic fatigue. Body tremors, excruciating abdomen pain. Large abdominal swelling, chronic inflammation, chronic infections, yeast infections. Fever, bruising easily, weakness, pain when standing up. Suicidal thoughts, depression, self harm, anxiety. Ptsd symptoms, pain in left breast. Cannot bend over, weight gain, can't lose weight, seeing blue spots everywhere. Slurred speech, red dry eye, light sensitivity, cannot talk properly. Cannot read, stuttering, brain fog, memory loss, cannot hold together a sentence. Wisdom tooth extraction, implant revision surgery one year post implant.